Event description:
It was reported that during a lobectomy procedure, could grasp firing lever completely, but knife stopped at 1/3 part of the cut line at 4th firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
H3: evaluation summary: one device was returned with the closing trigger and anvil in the closed position, with the handles opened at the distal end and no cartridge loaded. No functional test could be performed as the clamping mechanism was damaged. The device was disassembled to verify the condition of the internal components; the release button left post, the right shroud and the pawl were damaged; no other anomalies were noted. Event described could not be confirmed, as the device could not be tested for a complete firing cycle and no cartridge returned; in addition, it should be noted that the device was manually opened without any difficulties noted.